Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for evaluation. The repair reports indicate: insulation resistance of the motor outside tolerance ¿ motor replaced. The input check report indicates that there is a short in the motor. Bend protection damaged - motor cable replaced. Resistance value out of specs: hand control set replaced. The complaint device has been repaired, tested, and is now fully functional. The defective motor is the root cause of this reported failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on 5-6-2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) via phone that during a knee arthroscopy surgical procedure, it was observed that the micro tornado hand piece with hand control was not working at all (dead) and needed service. There was delay in the surgical procedure as a spare device was available for use to complete the procedure successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there was short circuit on the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.